Event description:
A peritoneal dialysis (pd) patient reported that during pd treatment there was a fluid leak encountered. The leak was discovered during drain 2 of 4 of pd treatment. Prior to finding the leak there were multiple air detected in cassette warnings. There was fluid found in the cassette door. In a follow-up, the patient verified the event and said there was no harm, intervention or adverse event due to the fluid leak. The patient was issued a new cycler. The cycler is available to return as a sample product. The cycler set is not available to return as a sample product.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported that during pd treatment there was a fluid leak encountered. The leak was discovered during drain 2 of 4 of pd treatment. Prior to finding the leak there were multiple air detected in cassette warnings. There was fluid found in the cassette door. In a followup, the patient verified the event and said there was no harm, intervention or adverse event due to the fluid leak. The patient was issued a new cycler. The cycler is available to return as a sample product. The cycler set is not available to return as a sample product.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.